Event description:
Patient reports that in 2006, she had laser surgery on her left eye and 2 months later, her right eye was done. Patient states that she now has decreased vision. She has blurring vision, light sensitivity, gritty feeling and pain. States that she is unable to drive and she sees starbursts.